Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion. Health care professional (hcp) stated that the battery has gone down 1 year in a span of 3 months. The patient has underlying rhythm in the 40s and the device will be replaced once it reaches 4 years. This device remains in service. No adverse patient effects were reported.